Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests and got results of 331, 45, 470 and 484 mg/dl. Tests were done minutes apart, using different fingersticks. No symptoms were reported. She stated that she had never cleaned her meter. A control solution test was not done due to unavailability of supplies. On follow-up the reporter stated that she is on steroids and knows that it will increase her blood sugar level.